Event description:
There has been a chronic problem with bed brakes not working after two to three months. The facility has had numerous discussions with the manufacturer to resolve the problem. Manufacturer has developed several repair kits which have not resolved the problem. Current kit reduces the brakes ability to prevent caster swiveling.